Manufacturer narrative:
Device serial number has not yet been provided or traced. The provided information is insufficient to determine a possible root cause for the reported event. There has been no allegation of a device malfunction or quality deficiency that may have caused or contributed to this event. Requests have been made for additional information and product return (if available) from the hospital, updates will be reported once received.

Event description:
It was learned via clinical affairs there was difficulty weaning a patient ((B)(6) female) off of bypass in the operating room. Patient was brought on and off bypass multiple times due to hypotension and hypokinesis of the cardiac wall and eventually expired on the same day. No additional information regarding the operative procedure was provided. No information to suggest a device malfunction related to this event. Requests have been made to the hospital for additional details/records; updates will be reported once received.